Event description:
It was reported that the patient was admitted to the hospital, three days prior to report, with severe spasticity, a 41 °c temperature, agitation, and being out of her mind. The patient was given a versed drip and responded, so it was thought that it was baclofen withdrawal; however, they were still looking at other possibilities. Initially, it was thought to be related to another drug. The reporter had interrogated the pump and there were no messages or alarms occurring. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4).